Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was in the calcified left anterior descending artery (lad). The lesion had been predilated with a 3.0 x 15mm quantum maverick balloon. The physician selected and attempted to advance a 3.5 x 20 liberte' bare metal stent to treat the target lesion, but it was unable to cross a calcified area proximal to the target lesion. The physician attempted to withdraw the device, resistance was encountered, but the physician was able to withdraw the device from the pt. It was noticed that the proximal stent struts appeared flared. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "good".